Event description:
During a stent assisted coiling procedure, the coil (subject device) became entangled with existing coil mass and was not able to be removed. It was reported the coil stretched, was protruding from the aneurysm and broke. A second stent was used to push the coil at the vessel wall. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted damage to the device but the reported coil break cannot be confirmed as no break was observed. The delivery wire was kinked, likely due to handing, and the main coil was kinked and stretched; functional testing could not be performed due to the condition of the returned device. It is likely the coil was damaged while advancing and/or repositioning during the procedure and was perceived to be broken due to the damages noted. Although the reported coil break is not confirmed, based on the information available and device analysis, the reported event (coil damage and protrusion) was likely due to procedural/anatomical factors encountered during the procedure; cause traced to component failure is assigned to this event.

Event description:
During a stent assisted coiling procedure, the coil (subject device) became entangled with existing coil mass and was not able to be removed. It was reported the coil stretched, was protruding from the aneurysm and broke. A second stent was used to push the coil at the vessel wall. There was no clinical consequence to the patient as a result of this event.